Event description:
Implantable systems post market registry study reported the patient experienced return of symptoms, and withdrawal from medication. The patient was receiving intrathecal fentanyl 500mcg/ml at 80.5mcg/day, and bupivicaine 10mg/ml at 1.61mg/day for management of chronic pain. Upon x-ray evaluation, it was observed that the intrathecal catheter had become dislodged, and was coiled up outside of the intrathecal space. Surgical intervention was done to replace the intrathecal catheter segment, and the patient was reported to have recovered without further sequela.